Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image on the pump screen with an x mark and she was swimming. The customer reported that it came up with pump error then the book image then insulin pump shuts down. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.